Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that during a myosure procedure on (B)(6) 2024, metal fragments were observed during the patient surgery, two devices were used on the same patient and both exhibited the same issues. The physician stopped the procedure and aspirated all metal parts. Physician reported that most had been removed and will not have impact on the patient. Patient was a 53 years old woman , in which a myoma of 2.2 was removed. No additional information reported.

Manufacturer narrative:
Device was returned for investigation: visual inspection was conducted, and there were no signs of physical damage. The blade was in open position. Functional testing was conducted and the device showed an excessive torque error. A dissection test was performed and the switch did not work as intended, the wire switch was damaged inside the connector. Hence, the failure mode reported by the customer was not replicated during the investigation. However, a new failure mode was observed. This observation will be monitored and trended.